Event description:
The customer reported that on an unspecified date, the customer's neighbor's son was not able to test on his one step meter, and he was tested using the customer's accu-chek? Compact plus meter. The neighbor's son was incapable of self-treating due to low blood glucose. The mother gave the son a glucose shot and emt's were called. The patient was treated by the emt's, but was not taken to the hospital. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).